Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2017 and the ipg was repositioned.